Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level, which was slightly above 10 mmol/l at the time of the issue. Technical support provided instructions for troubleshooting and attempted multiple solutions, including resetting the pump, trying different charging cables and wall outlets, but none resolved the problem. Customer reverted to using a multiple daily injection therapy to ensure insulin delivery was not interrupted.